Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. The investigation is considered closed at this time. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the cardiac resynchronization therapy defibrillator (crt-d), did appear to exhibit rv loss of capture (loc). To date, intervention has not been performed. There were no adverse patient symptoms reported as a result of this clinical observation. The local area sales representative could not confirm nor deny this information at the time of this report.